Manufacturer narrative:
Getinge became aware of an issue with one of our surgical light ¿ powerled, as it was stated headlight was damaged and practically fell off due to broken mounting bolts which sheared off fork to light head. No information about any injury has been provided however we decided to report this case in abundance of caution and based on potential as in worst case scenario detachment of headlight could lead to serious injury. It was established that when the event occurred, the surgical light did not meet its specification as the screws shouldn¿t detach from the device and it contributed to incident in that way. At the time when the event occurred the device was most likely not being used for patient treatment. The most likely root cause is an excessive shock or stress on the cupola in abnormal conditions of use (collision with another equipment). This is also an assumption of service technician who visited the facility, however he was unable to determine what exactly collided with the light. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 13th of august getinge became aware of an issue with one of our surgical light ¿ powerled, as it was stated headlight was damaged and practically fell off due to broken mounting bolts which sheered off fork to light head. No information about any injury has been provided however we decided to report this case in abundance of caution and based on potential as in worst case scenario detachment of headlight could led to serious injury. Manufacturer's reference number (B)(4).